Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 252mg/dl and a correction bolus was delivered to address the bg level. Troubleshooting was performed and insulin was observed exiting the infusion set tubing. The contact stated that they did not believe the occlusion alarm was caused by the infusion set site and instead believed there was an issue with the cartridge. The contact changed the customer's cartridge and successfully resumed insulin deliveries without any additional occlusion alarms.